Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle, the port smashed and orange/brown foreign material on the port face and the welded cap. No functional test could be performed due to the smashed port condition. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard picture. The inner cutter was observed to be bent. Wear marks observed at one location on the inner cutter. Gouges marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration and cut failures due to the port smashed condition. The smashed port and bent needle/inner cutter could be potential contributors factors of the reported aspiration and cut failures at the time the reported events were observed. How and when the port became smashed and the probe needle/inner cutter became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported aspiration and cut failures were unable to be confirmed, and an exact root cause for the smashed port and bent needle/inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that probe was blocked and unable to cut during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no report of patient harm.